Manufacturer narrative:
There are two associated devices for the reported event. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that suction issues were noted on aic (automated impella controller). Management of impella was discussed with rn (registered nurse) and impella was lowered to p6 to break suction. Impella was increased to p8 after approx 15 minutes. At the time of the call, no hematuria was reported. The foley catheter was noted to have slightly pink toned urine. The rn reported that she believed it already begun to improve. Impella was noted at p6. Impella continued to encounter suction and the physician was contacted. He made the decision to lower impella to p6 and maintain at p6. Of note, patient was no longer requiring pressors and ci was noted >2.2. Echo was ordered and performed showing impella at good position of 4.6cm and appeared free of cardiac structures. Aic waveforms appropriate at the time of this update.